Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, and h11. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and customer reported intermittent scope communication errors on multiple xenon light source towers, with no consistent scope or device identified initially. Tac provided troubleshooting guidance, including cleaning connector contacts, avoiding hot-swapping scopes, and testing scopes across different towers to isolate the issue. Due to the intermittent nature of the problem and limited availability for further troubleshooting, the customer requested onsite support and a service quote. An olympus field service engineer (fse) visit was conducted to assist with troubleshooting. Multiple scopes and towers were tested, and most systems functioned normally. However, one xenon light source consistently generated an e315 unsupported scope error. Testing confirmed that the scopes worked properly on other towers. Swapping the xenon light source resolved the issue, confirming the light source as the root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video system center had a scope communication error; e315, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.